Event description:
It was reported that the patient with diagnosis of "pls" was on stable dose for a long period of time (years); patient's electric chair fell back with the patient in spinal extension for a period of time until help could arrive. "Dosing then was adjusted to meet increased spasticity or increased muscle relaxation". A rotor study was done; catheter dye study was done and was negative. Periodic bolus was attempted with short period of maintaining therapy without fluctuation in symptoms. Healthcare provider (hcp) consulted with patient's neurologist, who believed that patient's pls was not progressing or any changes had occurred with her pls. The old distal catheter was implanted at t12 and hcp suspected a micro fracture in old catheter. A new distal catheter was implanted at t7. Patient sustained no injury; recovered without sequel. Drug delivered via the device was compounded baclofen. (B)(6) 2011 (rp received (B)(6) 2012): compounded baclofen; patient with diagnosis of pls on stable dose for a long period of time (years); patient's electric chair back fell back having patient in spinal extension for a period of time until help could arrive. Dosing then was adjusted to meet increased spasticity or increased muscle relaxation; catheter study negative; periodic bolus attempted with short period of maintaining therapy without fluctuation in symptoms; hcp consulted with patient's neurologist managing pls; neurologist did not believe pls was progressing or any changes had occurred with her pls; old distal catheter was implanted at t12; new distal catheter implanted at t7; question was micro fracture present in old catheter; no injury; recovered without sequela.

Manufacturer narrative:
The catheter was received in 2 segments; analysis of the same revealed a deformed catheter body that did not affect infusion. There were no other significant anomalies. Only non-two significant anomalies were found: slight foreign material deposits were observed on the surface of segment #2 and an area 13.5 cm from distal tip of segment #2 appeared pinched or compressed at one point. Per analysis neither of these anomalies was considered to affect infusion.

Manufacturer narrative:
Catheter: model 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.